Event description:
It was reported by (B)(6) that a "large" male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram revealed the presence of some pvd in the vicinity of the puncture site. Post procedure, the physician who is a trained user of the mynx, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device balloon lost pressure during balloon pull-back towards the sheath. The physician removed the device and since access was not lost, the physician prepped and deployed a mynx cadence vascular closure device 6/7f. The second device also lost pressure; therefore the physician converted to using a competitor's device (angioseal) and hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the balloon loss of pressure was caused by a longitudinal tear in the balloon distal tip, approx 5 mm from balloon proximal tip. No other source of leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. A review of the lhr (lot f1135304) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00075 for the first device used in this procedure.